Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricle (lv) lead was failing to capture and had poor sensing. When the physician repositioning the lv lead, it was observed that the lv lead had difficulty to advance in the guidewire. The lv lead was not used. The physician continued with another lv lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of difficulty inserting the guidewire was confirmed but the reported events of failure to capture and unspecified sensing issue were not confirmed. A complete lead with a piece of stuck guidewire was returned in one piece. The ptfe coating of the stuck guidewire was stripped and was found bunched up with the inner coil and ptfe liner distal to the connector pin. The connector pin was found pulled out of the molded connector stretching the inner coil consistent with damage cause due to excessive forces applied while attempting to remove the guidewire from the lead. The cause of the reported event of difficulty inserting the guidewire was isolated to the bunching of the guidewire ptfe coating inside the inner coil at the connector region that prevented the removal of the guidewire and excessive forces resulted in the connector pin to be pulled out of the connector assembly. Electrical testing did not find any indication of conductor fractures or internal shorts. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.